Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) presented to the emergency room (ER) after receiving a shock. Upon review of electrogram (egm) it was observed that there was noise and oversensing on the right ventricular (rv) sensing channel attributing to the delivery of inappropriate anti-tachycardia pacing (atp) and shock therapy. Therapy was not exhausted. In addition, high out of range impedance measurements were reported, measuring greater than 2000 ohms. Technical services (ts) was consulted and provided troubleshooting options. The patient was brought into clinic for further evaluation and troubleshooting. Isometric maneuvers replicated the previously observed noise and oversensing. Subsequently, this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with this implantable cardioverter defibrillator (ICD) presented to the emergency room (ER) after receiving a shock. Upon review of electrogram (egm)s it was observed that there was noise and oversensing on the right ventricular (rv) sensing channel attributing to the delivery of inappropriate anti-tachycardia pacing (atp) and shock therapy. In addition, there was a reported out of range rv impedance measurement. Therapy was not exhausted. Technical services (ts) was consulted and provided troubleshooting options. At this time, evidence suggests the rv lead remains in-service. No adverse patient effects were reported.